Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with redness and swelling at the device pocket due to infection. The physician stated the infection was not related to abbotts' devices. The patient's implantable cardioverter defibrillator, the right ventricular lead and the right atrial lead were explanted due to the infection. The patient was in stable condition.